Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers family member reported via phone call that the customer was hospitalized as the customer was unable to breathe. It was reported that the insulin pump alleges under delivery. The customer stated the presence of air bubbles in the reservoir. It was reported that the customer experienced high blood glucose with reading 265 mg/dl at time of hospitalization. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with manual injection, insulin pump. The auto mode feature was active at the time of incident. The customer alleged that insulin pump was under delivering because insulin it delivered but when the air bubbles present. Customer was neither in emergency room nor admitted into hospital. The devices will not be returned for analysis.